Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the catheter could not be inserted. The sheath was removed, but the patient's condition did not stabilize. The hospital attempted to use the previously removed balloon, but could not insert it. A new device was used to complete the procedure. There was no reported injury to the patient.